Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- medical device ¿ problem code corrected to "1669". The device was returned to the factory for evaluation on 11/15/2023. An investigation was conducted on 11/20/2023. A photograph was provided by the account. A photographic evaluation was conducted. The seal was observed to be outside the delivery device in an unraveled state without the tension spring assembly. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the unraveled seal. There were no visual defects observed on the deployed aortic cutter. The seal was observed to be outside the delivery device in an unraveled state without the tension spring assembly. The white plunger on the delivery device was depressed and the blue safety lock was off, which allows for the white plunger to be depressed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the photographic evaluation, as well as the evaluation results, the reported failure " failure to unfold or unwrap" was not confirmed. The lot # 3000325420 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was properly inserted the seal into the aorta after the aorta punch. After aorta punch, the index finger was used to temporarily prevent blood bleeding, and the seal was inserted normally with the index finger blocked. The seal correctly unfold when delivered into the aorta. Seal was normally secured and removed in place. However, bleeding continued to occur in the area where the seal was inserted, so the seal was removed. There were no additional blood transfusions. Due to this problem, the medical staff determined that bleeding would continue to occur, so the seal was removed from aorta and the surgery was performed using a new heartstring product. There was no procedural delay. The same problem did not occur when using the new product, so the patient's condition was normal and the surgery was completed successfully.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.